Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Several hours post procedure the patient was noted to have a pericardial effusion. The physician performed a pericardiocentesis and removed 120ccs of fluid from the patient. The patient remained stable during the discovery and treatment of the effusion. The patient made a full recovery from this event and was discharged from the hospital the next day.